Manufacturer narrative:
Concomitant medical products: 310c33 aortic valve, implanted (B)(6) 2013.

Event description:
It was reported that the patient was experiencing pocket stimulation from the left ventricular (lv) lead for the past few months. The lead was reprogrammed from bipolar to unipolar and the stimulation was eliminated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.